Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-07. The implantable neurostimulator (ins) and lead was explanted and returned for analysis. No further complications were reported/are anticipated.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's device was in overdischarge. The patient hadn't charged their device in a month. There was no stimulation from the device, and the patient couldn't communicate with the device. The rep began a physician mode recharge and was told to clear the por when the device is 25% charged. The rep also stated that the patient has difficulty charging. The patient stated that they are able to get 8 bars to start, but it drops from there. This causes charging to take too long. The coupling issue will be looked at further after the overdischarge is resolved. The patient also stated that the ins moves a lot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: (B)(4) was removed as the caller refutes device allegation.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they were able to recover the overdischarge successfully. They did not think that the device had actually moved, there was nothing to suggest that it had actually moved, but rather that it was just an education issue since they were getting great coupling following the overdischarge. The patient had not used the device due to their medications. There was a change in medications which led the patient to want to restart using their device again.

Manufacturer narrative:
Analysis of the implantable neurostimulator did not find any significant anomaly of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.